Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced "pain, suffering, disability, impairment, loss of enjoyment of life" and the "inability to engage in chosen and necessary activities."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report: (B)(4).